Event description:
Tool snapped off during spinal fusion. No pt injury. The tool was discarded and lot number was unk. Back up unit was used to complete the procedure. This was reported on follow up to medwatch report. Initially mmr became aware of the event when a copy of medwatch report was received. User facility medwatch report received at mmr on 2/19/2003. The statement on medwatch was as follows: "while attempting to use a midas rex during spinal fusion, burr snapped off in shaft of midas handpiece. Unable to continue use."